Event description:
It was reported that during the attempted implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, undersensing was observed during induction testing and therapy was delayed less than 30 seconds. A rescue shock was delivered. A second attempt was performed, undersensing was again noted; however, the device began sensing t waves at approximately the time of a second rescue shock. The physician reopened the pocket to remove the system. No adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the attempted implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, undersensing was observed during induction testing and therapy was delayed less than 30 seconds. A rescue shock was delivered. A second attempt was performed, undersensing was again noted; however, the device began sensing t waves at approximately the time of a second rescue shock. The physician reopened the pocket to remove the system. No adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.